Event description:
It was reported by the customer that the device had a broken power switch and it could not be powered on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the latch clip was missing from the device, causing the unit not to power on. The customer received a replacement device.